Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at boston scientific's post market laboratory the catheter was visually inspected, and no abnormalities were observed. The catheter was not returned with the original guidewire inserted. Functional testing was performed, and a wire was able to be advanced and withdrawn through the catheter with no issue. The catheter's array was also able to be deployed and undeployed with no resistance. Additionally, there was no tissue or foreign matter found on or in the catheter tip. Based on all the available information boston scientific determined there was no device problem detected. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was not able to be advanced. Tissue was observed at the tip of catheter, the guidewire could be removed as normal, but it could not be advanced. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis. It was further reported that a new guidewire and a new catheter have been opened to complete the case, no issues were noticed during preparation and no additional issues were identified with the catheter. It was confirmed that the device will be returned to kerkrade with the following dhl awb: (B)(6).

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, however the guidewire was not able to be advanced. Tissue was observed at the tip of catheter, the guidewire could be removed as normal, but it could not be advanced. The device was replaced, and the procedure was completed without patient complications. The device is expected to return for laboratory analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.